Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two 15 mm and one 14 mm amplatzer septal occluders (aso) were selected for use on (B)(6) 2017. The first 15 mm aso was deployed but the right atrial disc deployed deformed. The aso was safely removed from the patient. The right atrial disc did not return to its original configuration outside of the patient and a second 15 mm aso was attempted. The second 15 mm aso was also removed as it was determined to be too large for the defect. A smaller 14 mm aso was attempted but was unable to be fully deployed in the patient's defect and during the procedure, the left atrial disc came into contact with the atrioventricular node resulting in ventricular fibrillation (vf). A temporary pacing catheter was introduced; however, an air embolism occurred which again resulted in ventricular tachycardia (vt) which required several attempts of defibrillation. The procedure was aborted. The patient is reported to be stable.